Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy the tip of the device broke off into the patient's abdominal cavity. The tip was retrieved from patient's cavity. The last known status of the patient is reported as no problem.